Manufacturer narrative:
Follow-up # 2 date of submission 11/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis 11/13/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons responded appropriately. The pump was able to lock and unlock with no issues observed. The pump did not ¿self-lock¿ after being unlocked during the investigation. The keypad cover was removed and no button contact defects were observed. There was no contamination found under any of the button contacts. Unrelated to the complaint, evaluation revealed that the display was discolored. A test display was inserted and found to function properly with no visible signs of discoloration. The issue of the pump ¿self-locking¿ and the display going blank was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Information regarding the pump locking without user intervention was not included in the original MDR.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the display screen would, occasionally, go blank while navigating the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Correction to incident description on (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen would sometimes go blank while navigating the pump.